Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rep reported noise on the rv channel in recordings transmitted to home monitoring. Noise was intermittently reproduced in office. Noise was interpreted as vf and inappropriate therapy was delivered. Lead was capped and replaced. Fracture was noted during lead revision.